Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the arm, which is off-label usage of the device. The patient received an alert on her cgm that she was not receiving any cgm readings. The patient was also wearing a tandem insulin pump. The patient immediately tested her bg via fingerstick, which was 400 mg/dl. It is unknown what the patient's last cgm reading was prior to receiving no readings. The patient was not experiencing any symptoms. The patient¿s mother took the patient to emergency room (ER). At the ER, the patient¿s dexcom sensor was removed. The patient was treated with insulin, dextrose, and amoxicillin (for pneumonia). The patient was discharged home the same day with her bg meter reading having stabilized to 190 mg/dl. The patient was doing fine at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.